Event description:
After insertion x-ray indicated the catheter had been inserted too far. The catheter broke when attempting to reposition it. The catheter was placed at 12.5cm and broke at 12cm. The tip catheter was surgically removed.